Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis determined that this lead was fractured. There was also lead on lead abrasion observed. No therapy was available at the time of explant. No further analysis was performed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead stopped functioning as a result the patient's generator was programmed to pace/sense in the ventricle only. The lead was later extracted. No further information has been revealed.